Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was unable to communicate with a programmer and no tones were emitted with the application of a magnet.